Event description:
The product was used during a laparoscopic thoracoscopy procedure. Reportedly, the instrument was difficult to close. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.